Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit passed the dat test at 0.0876 inches. Unit properly received bg readings from the one touch ultra link bg meter. Unit received with cracked case at reservoir tube window corners and minor scratches on lcd window.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump, high blood glucose levels and hospitalization. Customer¿s blood glucose level went as high as 611 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer¿s current blood glucose level was 110 mg/dl. Customer went to the emergency room at 3:00 am and for almost seven hours the patient received multiple shots of insulin. Customer believed the insulin pump did not work properly based on their healthcare provider¿s advice and they wanted a replacement insulin pump. Customer changed out their complete infusion set and reservoir to resolve the no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.